Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving lioresal (500.0 mcg/ml at 236.28 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the patient showed up to the clinic, on (B)(6) 2017, and asked for the hcp to take a look at their pump. When the bandage was removed, the pump was visible and had broke through the skin. The device diagnosis was other pump broke through the skin scar line and the clinical diagnosis was pus was draining from the site. It was indicated the event was related to the device or therapy and possibly related to the implant procedure. The patients dose was decreased and the patient was admitted to the hospital to have the system removed. The pump was explanted and not replaced on (B)(6) 2017, and was disposed of according to biohazard instructions. The event resulted in the patient having an in-patient or prolonged hospitalization. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the entire was explanted/not replaced on (B)(6)2017 not on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the pump being visible was not determined. The patient's baseline weight was noted as (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the device diagnosis was pump migration. The clinical diagnosis was infected pump pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported information should read the entire system was explanted/not replaced on (B)(6) 2017 not on (B)(6) 2017. Additional information received from healthcare provider (hcp) via clinical study indicated the device diagnosis was other pump erosion. On (B)(6) 2017 the pump was visible and there was yellow and green discharge oozing out/through the skin. Examination on (B)(6) 2017 showed the pump eroded through the skin. Further information received indicated that the cause of the pump migration was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected as there was no product problem noted. If information is provided in the future, a supplemental report will be issued.